Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Couldn't find the thread...about to go to the hospital, managed to get it out [foreign body in reproductive tract] tampon was upside down in the applicator...thread in the other direction [device physical property issue]. Case narrative: consumer reported via email that the tampon was upside down in the applicator. No serious injury was reported.